Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has had problems since 2016 with her left leg and lower back and stopped using her implantable neurostimulator. If she turned the implantable neurostimulator on, shell get pain from it like needles, but if she turns it down enough to not feel that, it's not benefitting her. The patient stopped using the implantable neurostimulator. The patient has cancer and cannot have mris due to the implantable neurostimulator. The patient stated her preference to have the implantable neurostimulator removed since she's not using it and so that she could get a MRI. The patient was redirected to her health care provider to discuss explanting the device. Additional information was received from the patient's healthcare provider. The healthcare provider reported that the patient was having pain everywhere, and cannot use their device anymore because it feels like needles. It was noted that the patient has pain in their knee down the left leg and through the left hip. The patient had a left knee injection and had it drained. The patient also had reported recent symptoms of aching, cramping, "sharp", and stinging. It was noted that the symptoms can interfere with the patient's daily chores, house chores, mood, and sleep. The patient has had knee surgery, double mastectomy, total right shoulder replacement, and total hysterectomy. It is unknown if the surgeries are related to the device or the dates that they occurred. Additional information was received from the manufacturing representative on (B)(6) 2016 regarding the patient. The patient via manufacturing representative reported that their device was extremely effective for 4 years, but they had discontinued use due to going through cancer treatment. They stated that they needed to have the stimulation on too high in order for effective therapy, and when they decreased the intensity, it would not relieve their pain. The patient refused any further reprogramming. They also needed an MRI done, and could not due to their current system. The patient had the device explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.